Manufacturer narrative:
Device evaluation: the ams 700 flat reservoir was visually inspected and functionally tested; no leaks were found. The reservoir therefore performed within specification. The ams 700 momentary squeeze (ms) pump was visually inspected. The kink resistant tubing (krt) was worn to the filament; however, no leaks were present. The pump was functionally tested and failed the 8 lb. Activation test (2). The pump therefore required more than 8 lbs. Of force to activate. However, product analysis concluded that identified a pump failed activation test was the most probable cause of the device malfunction. Product analysis identified the device malfunction with the returned pump. The product record review indicated reported events do not represent an unanticipated event. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure

Event description:
It was reported that the patient had the inflatable penile prosthesis revised due to unspecified reasons.